Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test or verify audio/vibrate anomaly and battery anomaly due to unresponsive buttons. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. Customer's blood glucose value was 7.4 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump was vibrate and audio only. The device will not be return for analysis.